Event description:
Mother of patient called to report that fluid was coming out of the site where broviac catheter exited his body. In clinic, a staffperson and a nurse both observed fluid coming out at exit site when flushed and patient complained of discomfort with the flush.